Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was coil embolization for anterior communicating artery that was mildly calcified and heavily tortuous. Severe resistance was experienced when the distal end of the 2nd coil (orbit galaxy tight distal loop complex fill coil 5 x 15-640cf0515/15499450) was just exposed from the tip of the excelsior sl10 microcatheter (stryker). Coiling could not be continued; therefore the galaxy was safely removed from the patient and both the galaxy and the microcatheter were replaced for new products. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. Prior to use, no defects was noted either on the galaxy and the microcatheter. The complaint product is not available for evaluation. The microcatheter is not available. No additional information is available. A review of the manufacturing documentation associated with orbit galaxy lot 15499450 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the involved devices for analysis and based on the available information, no definitive conclusion can be made; however, it is possible that the reported heavily tortuous vessel contributed to the event. With review of the device history records there is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken.

Event description:
The procedure was coil embolisation for anterior communicating artery that was mildly calcified and heavily tortuous. During the procedure ,the physician encountered severe resistance when the distal end of the 2nd coil (orbit galaxy tight distal loop complex fill coil 5 x 15 - (B)(4) just exposed from the tip of the excelsior sl10 microcatheter (stryker) and he could not continue coiling anymore. Therefore the galaxy was safely removed from the patient and both the galaxy and the microcatheter were replaced for new products. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. The product was new and stored per labeling instruction. Prior to use, no defects was noted both on the galaxy and the microcatheter. The complaint product is not available for evaluation. The microcatheter is not available. No additional information is available.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.